Event description:
It was reported that a high drain 101 (night drain cycle one) alarm occurred on the homechoice device. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred after use. The patient¿s fill volume equaled 1500ml and the patient¿s cycle one ultrafiltration equaled 2432ml. The patient¿s initial drain volume alarm was set to 0ml. The technical service representative advised the patient to notify their nurse regarding the initial drain volume alarm settings. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned, an evaluation could not be performed. A review of the device service history was performed and revealed no previous service events that could have caused or contributed to the reported alarm. Furthermore, the parts replaced during service were unrelated to the reported event. Should additional relevant information become available, a supplemental report will be submitted.